Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricle lead exhibited high capture thresholds. The left ventricle lead was left as is and a new competitor lead was implanted. Patient was stable.

Event description:
It was reported that the left ventricle lead exhibited high capture thresholds. The left ventricle lead was scheduled for replacement procedure on (B)(6) 2021. During the procedure, the new lead to be implanted did not show any better thresholds and so the lead was not implanted. The chronic left ventricle lead was reconnected. Patient was stable.